Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) ptfe coating was peeling. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was found to be kinked/bent. The catheter hub and tip were intact. During the functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. An unsuccessful attempt was made to flush the catheter, a 0.0158" patency mandrel was advanced through the microcatheter, friction was noted as the mandrel advanced through the catheter shaft, when the mandrel exited the distal end of the microcatheter it pushed out what appeared to be ptfe inner lining. The as reported event was confirmed based on analysis. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Based on a review of all available information and the analysis of the returned device it is probable that the catheter shaft was damaged during preparation which may have caused damage to the ptfe inner lining, resulting in the difficulty in flushing. An assignable cause of handling damage will be assigned to the reported and analyzed event of device difficult to flush as well as the analyzed damage of catheter shaft kinked/bent, catheter shaft friction, catheter shaft blocked/occluded and catheter ptfe inner lining peeling as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.